Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03018, 2938836-2020-03019. It was reported that when the patient presented in clinic for a follow up, a hole was observed at the incision site. The physician believed it was from original implant that the incision never healed. The whole system was explanted. The patient was stable before, during and after the procedure.